Event description:
Customer reported an issue with pump display pixels, which affected their ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. Despite the problem, the pump was not replaced because it was out of warranty, and no additional corrective actions were taken.